Event description:
It was reported that the tibial liner could not be assembled to mate with the tibial tray. The surgical technique was utilized; there was no surgical delay. Surgery was completed with a second device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598003701, stemmed tibial component precoat, 66915080. G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.